Manufacturer narrative:
The event product was returned to applied medical for. Upon inspection, engineering noted that the deployment mechanism was deformed at the pawl tip. Based on the condition of the returned unit, it is likely that the reported event was caused when the deployment mechanism was retracted prior to full deployment. This was confirmed by the damage observed on the deployment mechanism. If the device is retracted prior to full deployment, the supports will retract away from the tissue bag and the tissue bag will fall off the supports when deployed. Per the instructions for use (IFU), the customer should "hold the inzii retrieval system in an upright position and push the thumb ring forward to deploy and advance the rim of the bag into the body cavity. The thumb ring must be pushed completely forward until it has reached its advancing endpoint, which is indicated by a stop. Do not retract prior to full deployment." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: unknown. Product has failed at the time of use. It happened that at the time of its use the bag was closed before trigger operation, impossible to use. Patient status: no patient injury. Type of intervention: unknown. Incident date: unknown.